Manufacturer narrative:
A complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Visual and x-ray inspection of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts. The double bend height was measured within specifications.

Event description:
It was reported that right ventricular (rv) and left ventricular (lv) dislodged from initial implant location due to twiddler. The leads were explanted and replaced. The patient is in stable condition.